Event description:
Reporter indicated that "there is no communication with the wand". Attempts to resolve this issue by changing the batteries and trying different handheld computers were unsuccessful. The programming wand was returned for analysis. Analysis identified that the wand serial data cable had intermittent conductors, which was the cause of the reported problem.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.